Event description:
It was reported the pump was alarming no disposable clamp tubing. Alarm silenced and pump settings verified along with medication label. Pump turned off and back on; pump alarmed no disposable pump won't run. Pump turned back off, line clamped, cassette removed, and tubing massaged. No air bubbles noted in line. Cassette reattached, line unclamped and pump turned back on. Unfortunately, alarm continued. Pump turned back off, line clamped and instructed to contact clinic when they open. No patient injury was reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). A device history record (DHR) review was conducted which indicated no issues were noted during manufacture. Product samples were received in unused conditions inside their original packaging for evaluation. Visual and functional testing were performed. Samples were visually inspected at a distance of 12 to 16 inches under normal conditions of illumination to detect sample conditions that could cause functional issues. The samples received did not present any damage, kinks, or cuts that could cause the failure mode reported. Functional testing was performed by filling each sample with 100 ml of water and connecting the sample to a cadd pump. Each sample was fully primed and connected without difficulty, the pump was set running and no alarms were activated. No root cause was determined as the complaint was not confirmed. A corrective and preventive action was opened to further investigate the reported failure mode.